Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event, the bending section continuity failure, charged coupled device (ccd) shrink tube cut bending section cover glue lifted distal end plastic cover has chips and scratches. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error b30 (scope communication error) could be caused by a leak in the biopsy channel, moisture in the scope connector, corrosion in the plug unit, or communications with the video system becoming unstable. No definitive cause could be concluded. Users can reduce/prevent occurrence of the suggested event in accordance with the following instructions for use: ¿·if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. ·turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ·do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer contacted the olympus technical assistance center (tac) with a report that during a diagnostic bronchoscopy/endobronchial ultrasound procedure (ebus) using the subject device, scope communication error code b30 occurred. The tac technician provided troubleshooting with the user, but the error could not be resolved. The procedure was able to be completed with no injury to the patient, but the doctor was unable to perform a last look with the bronchoscope. There was no extension to the procedure, and no additional tests or procedures were performed as a result of the event.

Manufacturer narrative:
The customer was advised to send the device to an olympus service center for evaluation; however, the device is not expected to be returned at this time. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.